Event description:
It was reported that at follow-up, low pacing impedance measurements were observed. The physician has opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.